Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to fluid loss. It was noted that the tubing on the right side was severed. The ipp was explanted and replaced. There were no patient complications reported.